Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit turned off. They plugged the unit back in and it worked fine during case. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed by the user facility's biomedical engineer (biomed). The biomed found the black wire and ground round wire were loose in the plug. The biomed tightened them both and resolved the problem. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.